Event description:
The reporter (the pt's mother) stated that the down arrow button on the pump was sticking and felt "flat." She said the down arrow button must be pressed multiple times to obtain a desired response. The pt reportedly experienced a blood glucose level of 500 mg/dl the morning of august 22 because the programmed bolus insulin doses incorrectly due to the button issue. The reporter sought advice from a health care professional based on the elevated blood glucose levels and gave a correction insulin dose with an injection.

Manufacturer narrative:
The pump was returned to animas. The down button was tested and found intermittently sticking and responding when pressed. A 10 units bolus dose was programmed with little or no difficulty using all the keypad buttons. Keypad adhesive was found under the down arrow button contact resulting in the intermittent sticking. The pump was exercised and found to be delivering insulin accurately. Delivery of a bolus insulin dose requires a sequence of button presses that is coordinated with the pump display as instructed by the user guide. Review of the pump history revealed that the pump emitted a suspend alarm that was not confirmed at 12:06 am the day of the alleged high blood glucose level. A power on reset was observed at 9:36 am the same day and bolus amounts were delivered at 11:31 and 11:44 am that morning. The owner's booklet also instructs the user to keep an emergency kit and be prepared to inject insulin if pump insulin delivery is interrupted for any reason. Although it was alleged that the result of the pt's elevated blood glucose was incorrect bolus programming related to button presses, there is evidence that the pump was suspended and, therefore, stopped delivery prior to the blood glucose elevation.